Event description:
A complaint received by proxy biomedical on the (B)(6) 2012, via (B)(4), states that the pt has experienced pelvic hematoma and abscess that required additional surgery. Mesh erosion occurred and a vaginal fistula formed requiring corrective surgery. The pt is in constant pain, has vaginal bleeding and is unable to have intercourse (dyspareunia). A recurrence of pelvic organ prolapse (pop) has occurred. The report to (B)(4) was made by the pt. The date of implantation was in (B)(6)2011. Additional surgery was performed to correct pelvic hematoma and abscess growth. The corrective surgery for the mesh erosion has been scheduled for this (B)(6) 2012. The polyform product involved in either a 10cm x 15cm ((B)(4)) or a 15cm x 20cm size ((B)(4)) - the lot number has not been provided.

Manufacturer narrative:
Eval: device was not returned for eval. The device is a synthetic device made from polypropylene. Mesh erosion and fistula formation is a documented risk associated with the polyform device - reference design fmea and polyform product insert (instructions for use).